Event description:
Boston scientific received information that this pacemaker battery allegedly depleted prematurely during routine follow up checkup. The battery was okay last year and had a 3 years¿ time before elective replacement indicator (eri). However, recently this month the battery was in eri. This pacemaker was explanted and returned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
-

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Longevity based on data obtained during initial testing noted this device did pass the insignia minimum calculator.